Event description:
A potential product issue has been reported with our record and verify system. In the abundance of caution this issue is being reported. Pt notes are missing from the "navigator" window of lantis. This happens when pt notes are changed from one type to another and changed back to the original one. In this case, navigator does not display notes prior to the edited notes. When printed, all notes are printed, including the notes which are not displayed. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is complete.

Manufacturer narrative:
Risk assesment indicates: severity 3 (critical) reason: it is unclear if these notes are labeled to be used for safety critical information. Probability b (improbable) reason: the notes disappear only under certain circumstances, such as changing the type of note to another type and then changing back. Corrective action -charm (B) (4) issued.